Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #5 (type ii bone). Primary stability and osseointegration were not achieved. Inadequate bone quality/bone quantity was involved in the event. The clinician states that the bone was too thin on the facial and the implant would not go in straight. The clinician performed a bone graft using gtr. The implant was removed on (B)(6) 2012 due to bleeding. Another implant was not successfully placed during the surgical procedure. Medical history: no significant findings.